Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator failed testing. The status log showed autotest charge/shock failures. There was no patient involvement.